Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the that the latch insep was defective. The field service engineer replaced the latch insep and confirmed with the customer that the drawer is operating normally. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was encountered a failure. The customer reported that that the malfunction caused delay in the medication being dispensed to the patient. There were no adverse events or injuries reported based on this incident.